Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had dislodged twice. Poor sensing and loss of capture were noted when device was interrogated. Patient was asymptomatic. The lead was explanted and replaced on (B)(6). Patient was stable and well post-procedure.